Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was "out of it" when the voiding tracker was explained to them and is confused on how to use it. Two days later, patient rated the evaluation a "3-4." On (B)(6) 2017, patient sometimes feels a high sense of urgency, but is unable to void. At other times, the patient has a void without feeling the urge to go. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) do not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.